Manufacturer narrative:
A visual and functional inspection was performed by a stryker field service technician. It was found that the clinician not alerted of the patient fall condition was not due to any component level defect of the product. It was identified that the bed exit alarm likely was not set properly. The patient egressed and fell resulting in a pelvic/hip fracture. The issue was resolved for the customer by stryker procare evaluating the unit and returning the unit to service.

Event description:
It was reported that the device did not alarm when patient exited the bed. As a result, the patient fell and sustained a hip/pelvic fracture.

Event description:
It was reported that the device did not alarm when patient exited the bed. As a result, the patient fell and sustained an unknown injury. Attempts are being made to gather additional details from the user facility.